Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient's information (patient's weight) but were unsuccessful.

Event description:
It was reported the patient underwent surgical intervention wherein the entire system was explanted due to infection. However, the location of the infection was unknown.

Manufacturer narrative:
The reported event for infection cannot be confirmed through lab analysis alone. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing. Sterility record for sterile lot pra09167 showed no nonconformances recorded.